Manufacturer narrative:
It was reported that the c-clip became detached on a chromophare dual flat panel arm in the ep lab and the arm was hanging by the integration cabling. A stryker field service tech (sfst) was dispatched to investigate and discovered the c-clip cover was missing, allowing the c-clip to back out. While it is unknown how the cover became missing, it was reported that another vendor recently pulled cables through the yoke without stryker personnel present. Although it cannot be confirmed, there is potential the device was not re-assembled correctly. A c-clip cover was sent out and the unit was repaired and all functionality verified. There was no patient involvement, injury, or adverse consequence reported.

Event description:
It was reported the c-clip for the flat panel in the ep lab came undone and the monitor is now hanging by the cables. There was no patient involvement or adverse consequences reported.